Event description:
Title: xxxx. Event desc: ventilator on critical care transport ambulance kept registering "high pressure" alarm. The ventilator was checked and found to have no problem. Upon further investigation, two of the three oxygen regulators in the critical care transport unit were found to have too much pressure. Tank #1 had an output of 85 psi static, tank #2 had an output 84 psi static, (note: non-adjustable pre-set at 50 psi static, maximum 58 psi static). No pt injury occurred but medic had to ventilate patients using bag-valve mask during transport. What was the original intended procedure: intended treatment was for ventilator to ventilate pts. Device usage problem: device malfunction - that is the device did not do what it was supposed to do.

Manufacturer narrative:
On (B)(4) 2012 notified amvex customer service to obtain units in question from customer through rga program. (B)(4) 2012 follow up with amvex customer service as no rga request had been issued. (B)(4) 2012 (B)(4) notified by customer service that customer is unable to return units and no explanation given. (B)(4) called customer for additional info such as serial numbers in question. (B)(4) 2012 - the 2 units in question were checked against amvex quality outbound test records with the following results: (B)(4)2012 - part no. Gr-540 po #330640 serial #(B)(4) pass; (B)(4) 2012 - part no. Gr-540 po no. Gr-540 po #330640 serial # (B)(4) pass. Pressure recorded by customer: as per MDR report, unk pressure per serial number. Followed up with (B)(4) on (B)(4) as he was away during week on business. I was informed that customer would not be sending units and reason unk. (B)(4) 2012 called customer to inquire why units would not be returned. Contacted (B)(6) as per (B)(6) direction and was informed that because pts were involved, by law they need to retain the units for 7 years. Same call on (B)(4) 2012 informed customer that 42 transportation trucks were checked and two additional units were found to have high pressure issue. No pt were involved as this was a system wide check. These units will be returned for further investigation through amvex's rga program. Called (B)(6) twice on (B)(4) 2012 to determine which tanks had which gas regulator attached to determine the pressure was at the time of failure as reported on MDR. No phone calls returned to date.